Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
The distributor (B)(4) reported that a broken rod was reported by the doctor in a previous surgery done on (B)(6) 2010. Distributor reported that five months later, the pt complained from back pain and the rod was found broken.